Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was dripping solution from the check valve. It was further reported that the unspecified solution had been infusing at tkvo (to keep vein open) rate without incident through the evening shift. The morning rate was increased to 150ml/hr when the leak was observed. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage under water testing. During under water testing it was noted that there was a leak between the discs of the check valve. The reported condition was verified. The cause of the reported condition was a manufacturing process issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.